Event description:
In 2014, I signed for a bilateral tubal litigation while I was pregnant with my second child. Having a previous c-section, I was scheduled for a c-section on (B)(6) 2014. I was not informed that filshie clips were being used until I was lying on the operating table under anesthesia. Since having them placed, I have had various complications. My entire body breaks out in hives. Severe low back pain, severe ovulation pain, horrible ovary/pelvic pain that has me curled up in a ball, irregular and longer periods lasting 7-8 days. Passing massive blood clots for 4-5 days of my periods, iron deficient anemia due to blood loss, flooding, soaking pads in less than an hour, migraines, brain fog, and pain during intercourse.